Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient died in hospital on the same day as their leadless implantable pulse generator (ipg) was implanted. No further information is currently available.